Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was missing/ broken on the device. This device has not been serviced in the past, no service history to review. A scratched lens was observed. Performed accuracy tests running three accuracy tests, the pump was found to be within manufacturing specifications. A calibration due date of (B)(6) 2023. The customer's reported problem was not duplicated by running accuracy tests. No fault found. Performed preventative maintenance. No service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Failed volume test. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.